Event description:
After 11 days of implantation, this pacemaker was explanted because of a pocket infection/erosion. It was reported that the pt continuously itched the incision site where the pacemaker was implanted, causing the incision site to open and become infected.